Event description:
Procedure type: according to the reporter: stapler was used over the stomach, then tissue fell apart after it had been stapled. Patient is ok. No tissue loss/damage. No extension in incision. No additional blood loss. No delay in surgery. Nothing fell into the patients cavity. No reinforcement material. Sample is being returned. Lot number not known as packaging not kept. Additional information requested via email: yes, staple line came apart. The staple line was excised and the stomach wall closed with 2 layers of sutures instead.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 3/20/2015.